Manufacturer narrative:
A logfile review for the day of treatment shows only one treatment was performed on that day. The treatment was aborted after a warning message appeared. The message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. No technical root cause is detectable. The system was working within specification. The root cause is that the vacuum was turned off by the user (by pressing the right foot switch) which caused vacuum loss and subsequently the existing suction was lost. During a technical onsite visit the field service engineer (fse) checked vacuum system and sent log files to technical support for review. They also did not find any problems with the vacuum system. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A technician reported the physician had difficulty obtaining stable vacuum one during a lasik case. Vacuum was eventually achieved but was lost during flap creation. The eye appeared to have moved under the suction ring. The doctor attempted to immediately recut the flap but again had difficulty obtaining vacuum one. The doctor decided to abort the case.